Manufacturer narrative:
Additional information: h4. H3, h6: it was reported that during a left hip surgery, the patient experienced substantial intraoperative blood loss. As of today, the implanted devices, all of which were used in treatment, has been requested for this complaint but has not become available. A review of the historical complaints data for the acetabular cup and femoral head was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. One other similar complaint has been identified to involve this batch of acetabular cups; however, this relates to the same patient. Two other similar complaints have been identified to involve this batch of femoral heads; however, one of which relates to the same patient, this failure will continue to be monitored. No other similar complaints have been identified for the part numbers and the reported failure modes in this timeframe. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. The available medical documents were reviewed. The intraoperative and postoperative bleeding was noted to be vascular bleeding at the inferomedial portion of the hip. A procedural variance cannot be ruled out. From the information provided, the patient impact beyond vascular surgery could not be determined. Further, it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. Based on the information provided we can confirm this complaint. A probable root cause has been established: intraoperative and postoperative bleeding are known complications of surgery and are related to the procedure not the device. Should the devices or additional information be received, the complaint will be reopened. Based on the investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
Bilateral patient. It was reported that during a left bhr surgery, the plaintiff experienced intraoperative blood loss of about 2l. Blood loss was engendered from vascular bleeding at the inferomedial portion of the hip near the acetabular base. No single vessel was identified and a prolonged exposure happened at the attempt to identify the vessels. At the time of closure, there had been good hemostasis. An hemovac drain was placed and the plaintiff received about 4 units of packed red blood cells. Plaintiff remained stable for 2 hours, however after that became progressively tachycardic and dropped pressure at times. Plaintiff was intubated and sent to ICU. A CT angiogram was performed and postoperative bleeding possibly in the pelvis/thigh was identified. Plaintiff hemoglobin count was 7.0 grams percent. Plaintiff was transfer to another medical facility were a vascular surgery repair was performed. Details about that surgery are unknown. Plaintiff outcome was resolved.